Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with a blood glucose level of 468-469 mg/dl; cause was not known. Reportedly, continuous glucose monitor sensor and transmitter was not paired to the pump. Customer received normal third party assistance and administered a manual injection to address bg level.